Event description:
Stent fracture was found at the proximal end of the cypher stent eight months after implantation.

Manufacturer narrative:
This pt presented to cath for elective treatment of a de novo lesion in the proximal right coronary artery of unk length in a 3.1mm vessel diameter. The (b2) concentric lesion was described as totally occluded, focal, slightly calcified and ostial. Radial approach was chosen for the procedure. Pre-dilation was conducted with a 3.0x12mm balloon 14atm before deploying one 3.0x13mm cypher 18atm. Post-dilation was conducted with a 3.0x12mm balloon at 24atm. Timi flow before the procedure was 0 and 3 post-procedure. The residual diameter stenosis measured 0%. Ivus was conducted. Approx eight months later, follow-up coronary angiography was conducted and stent fracture was observed at the proximal end of the implanted cypher. However, because the level of restenosis (24%) low, there was no treatment. The physician commented that the probable cause of this event was due to the fact that the stent was implanted at the pulsating area. This product is not distributed in the united states. However, it is similar to the united states distributed product. This product is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.